Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. The reported difficulty to position was unable to be confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion from the proximal to the mid left anterior descending artery. A balanced middleweight universal ii guide wire was advanced toward the target lesion. A 2.75x48mm xience xpedition rx stent delivery system (sds) was advanced and resistance was noted during insertion through the rotating hemostatic valve (rhv) outside the patient anatomy. The device was removed and the distal stent struts were noted to be flared. A non-abbott 2.75x38mm sds was inserted through the rhv and was used to successfully treat the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided. Subsequent returned device analysis noted that the first distal ring of the stent implant had a bent strut. It was concluded that resistance while withdrawing the device through the rotating hemostatic valve (rhv) resulted in the stent damage.